Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an alert for a high out of shock impedance measurement and therapy was turned off. The patient recently had a spleen surgery. Technical services (ts) was consulted, and discussed possible lead issue and recommended xray. Ts mentioned therapy will turn off again when shock impedance measures greater than 400 ohms so therapy cannot be guaranteed. Ts recommended possible device testing options. This sicd remains in service. A week later troubleshooting was performed were noise was noted while performing pocket manipulation. Ts discussed potential for pin under insertion or pocket fracture and recommended an xray. Imaging was performed and review of lead and header images it was determined that the pin is under inserted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an alert for a high out of shock impedance measurement and therapy was turned off. The patient recently had a spleen surgery. Technical services (ts) was consulted and discussed possible lead issue and recommended xray. Ts mentioned therapy will turn off again when shock impedance measures greater than 400 ohms so therapy cannot be guaranteed. Ts recommended possible device testing options. This sicd remains in service. A week later troubleshooting was performed where noise was noted while performing pocket manipulation. Ts discussed potential for pin under insertion or pocket fracture and recommended an xray. Imaging was performed and review of lead and header images it was determined that the pin is under inserted. No adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an alert for a high out of shock impedance measurement and therapy was turned off. The patient recently had a spleen surgery. Technical services (ts) was consulted, and discussed possible lead issue and recommended xray. Ts mentioned therapy will turn off again when shock impedance measures greater than 400 ohms so therapy cannot be guaranteed. Ts recommended possible device testing options. This sicd remains in service. A week later troubleshooting was performed were noise was noted while performing pocket manipulation. Ts discussed potential for pin under insertion or pocket fracture and recommended an xray. Imaging was performed and review of lead and header images it was determined that the pin is under inserted. No adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an alert for a high out of shock impedance measurement and therapy was turned off. The patient recently had a spleen surgery. Technical services (ts) was consulted, and discussed possible lead issue and recommended xray. Ts mentioned therapy will turn off again when shock impedance measures greater than 400 ohms so therapy cannot be guaranteed. Ts recommended possible device testing options. This sicd remains in service. A week later troubleshooting was performed were noise was noted while performing pocket manipulation. Ts discussed potential for pin under insertion or pocket fracture and recommended an xray. Imaging was performed and review of lead and header images it was determined that the pin is under inserted. No adverse patient effects were reported.